Manufacturer narrative:
Ge healthcare investigation about this event has been completed. This issue occurred on (B)(6)2020 during the replacement of the large display monitor (ldm) power supply. In order to complete the ldm power supply replacement, the gehc field engineer detached the 19â¿? Back-up monitor on the back of the ldm; however, this is not part of the service instructions for power supply replacement. When the replacement was completed, the fe was attempting to re-attach the 19â monitor to the ldm rail. While aligning the screw to the t-slot bolt he dropped the screw. The gehc fe reached to grab the bolt while his left hand was supporting the monitor which slipped out hitting the bridge of the nose and causing a fracture . Adequate instructions are provided in service manual regarding replacement of ldm power supply. It is clearly stated that the power supply replacement has to be done without detaching the 19â¿? Back-up monitor. Neither design, assembly nor manufacture defect, nor failure or malfunction has been identified. This is an isolated case. This event is due to a user error since gehc field service engineer removed the 19â¿? Monitor to do replace the ldm power supply, not following the proper instructions. The gehc fe was reminded on(B)(6)2020 about the correct procedure to replace the ldm power supply. Based on this analysis, no further actions are required.

Manufacturer narrative:
(B)(4). The 510k will be provided in follow-up report. Date of device manufacture will be provided in follow-up report. Ge's healthcare investigation is ongoing. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2020 during a service activity, a gehc field service engineer was attempting to re-attach a monitor to the suspension and got injured. While doing the reparation a bolt fell, the field engineer tried to reach for the bolt while holding the monitor with his left hand; the monitor slipped and hit the bridge of the nose and caused a fracture. There is no ge device malfunction associated with this event. Must probable root cause is related to user error.